Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus surmised that the foreign material attached because reprocessing was not completed properly. The attached foreign material had not been identified. Olympus confirmed the leak failure, which seemed to have contributed to the occurrence. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive of the objective lens was detached should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the foreign material in the elevator channel plug. There was no patient involvement.